Manufacturer narrative:
(B)(4). Batch #: v9561x. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the blade tip broken off and not returned. During functional testing on a gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad. This is consistent with a side load being applied to the blade while active with the jaw closed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. No conclusion could be reached as to how this issue occurred. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during a gastroplasty the product failed, requiring replacement.